Event description:
Info received indicates that a delay occurred while putting a baby on ECMO support. Two products were primed and each unit, a leak was observed at the water outlet port. Another unit was primed and used for the procedure. The customer expressed concern that the delay could have caused injury to the pt, but no actual injury was reported. (See medwatch #2184009200600088 for second unit.)

Manufacturer narrative:
Analysis: analysis of the returned product verifies the leak at the water port of the device. A close examination shows that the oval port is slightly offset which may have compromised the strength of the port-to-body bond, allowing a leak after the trauma of shipping and/or handling. Conclusion: there was no pt event. The leak was discovered at prime and the unit was not used for pt care.